Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-02. H6: investigation summary: 1 sample was returned to leventon, lot number is 180223l. Visual inspection: the unit (1) sent by the client was visually inspected and the informed defect (packaging broken) was confirmed. DHR review: the batch record of the affected lot number has been reviewed and no event related to the one informed was detected in the controls done during the manufacturing process or in the control done before the release of this product. Retention samples review: units of the same lot number as the informed one kept at leventon's archives of samples were also sent to a visual inspection and none of the units showed the informed defect. Root cause: the defect is attributed to a random dis-alignement of the film reels during the packaging process that, according to the procedure, the operator should have discarded the faulty unit. It is considered a rare event since it is under leventon acceptance quality level (aql). It will be monitored for statistical analysis and periodic trending review in order to detect any trend that may need an action. H3 other text : see h.10.

Event description:
It was reported that dosi-flow 10 had a damaged package with compromised sterility. The following information was provided by the initial reporter: "packag was damaged."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Unknown manufacturer: (B)(4).

Event description:
It was reported that dosi-flow 10 had a damaged package with compromised sterility. The following information was provided by the initial reporter: "packag was damaged".